Event description:
Customer reports a sample identification (ID) error on the rapidlink report.

Manufacturer narrative:
Customer reports that the patient name and ID were correct, but the test results on the rapidlink report did not match the test results on the printout from the analyzer. The analysis date and time were the same on the printout from the analyzer and the rapidlink report. Customer reports that in their configuration, each analyzer has a dedicated workstation at which sample reports are printed. They do not use analyzer printouts. For a patient the report showed unexpected values. They then went to the instrument to check and the values were different. They printed these results out. They then went back to the rapidlink workstation and reprinted the same sample and the results matched those on the analyzer printout. She said this is the only time this has happened in the many years they have been using rapidlink with their analyzers. Second call confirmed that the patient ID that was blacked out on both reports was the same. The customer examined samples run for several days prior to this sample and could not find any that came close to matching those in the first printout.